Event description:
It was reported that a malfunction alarm, identified as malf 12, occurred due to a momentary power loss to the vibrator motor. There was no adverse impact to the customer¿s blood glucose level. Customer technical support provided information to reset the pump, and after the reset, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to contact support again if the issue reappears.